Manufacturer narrative:
Software error was present in the format history file. Problem isolated to the electronic assembly. No trace pointers are invalid alarm, no the motor arm cannot communicate with the main arm alarm and no history pointers failed. The history pointers are corrupted alarm noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank screen and multiple pump error. Customer was able to clear the alarm and able to rewind the pump. Customer stated that self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.